Event description:
Info rec'd that the foot hi/low valve had a very slow drift. No injury reported.

Manufacturer narrative:
Technician located the bed in repair shop. Found foot hi/low valve caused a very slow drift. Replaced the valve in foot hi/low to resolve this issue.